Event description:
The needle broke, but the patient was able to remove it from his abdomen [injury associated with device], needle broke [needle issue], the patient developed the bad habit of turning the device several times before removing it from his body [wrong technique in product usage process]. Case description: this serious spontaneous case received via regulatory authority from belgium was reported by a pharmacist as "the needle broke, but the patient was able to remove it from his abdomen (needle stick/puncture)" beginning on (B)(6) 2025, "needle broke (needle broken)" beginning on (B)(6) 2025, "the patient developed the bad habit of turning the device several times before removing it from his body (wrong injection technique)" beginning on (B)(6) 2025, and concerned a patient who was treated with novofine 6mm (31g) (needle) from unknown start date for "device therapy". All events were medically confirmed. Patient's height, weight and body mass index was not reported. Dosage regimens: novofine 6mm (31g): medical history was not provided. On (B)(6) 2025, the needle broke at the attachment point, because the patient developed the bad habit of turning the device several times before removing it from body. The patient was able to remove it from his abdomen. Batch numbers: novofine 6mm (31g): ps7e01s-3. The outcome for the event "the needle broke, but the patient was able to remove it from his abdomen (needle stick/puncture)" was not reported. The outcome for the event "needle broke (needle broken)" was not reported. The outcome for the event "the patient developed the bad habit of turning the device several times before removing it from his body (wrong injection technique)" was not reported. Reporter's causality (novofine 6mm (31g). The needle broke, but the patient was able to remove it from his abdomen (needle stick/puncture): unknown. Needle broke (device breakage): unknown. The patient developed the bad habit of turning the device several times before removing it from his body (wrong injection technique): unknown. Company's causality (novofine 6mm (31g). The needle broke, but the patient was able to remove it from his abdomen (needle stick/puncture): possible. Needle broke (device breakage): possible. The patient developed the bad habit of turning the device several times before removing it from his body (wrong injection technique): possible. No further information available. References included: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: (B)(6). Preliminary manufacturer comment: the suspected device novofine needle 6 mm 31g, has not been returned to novo nordisk for evaluation. No conclusions reached. With the available limited information, wrong technique in product usage process could have result in needle breakage and injury.

Event description:
Case description: investigation result: name: novofine 31g 6mm, batch number: ps7e01s-3 the product was not returned for examination. No further information available. Since last submission the case have been updated with the following: "malfunction" field updated. Qc result and qc comment field updated. Expected date of fu removed. Additional information, device evaluation box ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 11-feb-2026: the suspected device novofine needle 6 mm 31g, has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. With the available limited information, wrong technique in product usage process could have result in needle breakage and injury. H3 continued: evaluation summary name: novofine 31g 6mm, batch number: ps7e01s-3 the product was not returned for examination.